Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a battery issue. There was no patient involvement.

Manufacturer narrative:
This complaint was found to be a duplicate of an issue reported in pr# (B)(4) and emdr# 1218950-2019-02568.